Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire system was explanted due to infection. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: (B)(6) 2012, catheter model #8596sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: (B)(6) 2012, (B)(4).